Event description:
It was reported that during a laparoscopic appendectomy procedure, there was a leak at the middle staple line. All staples were observed to be intact and properly formed. Pt ended up having to stay in the hosp for 22 days. No device is being returned.